Event description:
In 2006 I had a colon re-section due to diverticulitis. As a direct result, I then developed a nine inch abdominal hernia. The same surgeon tried to suture it back together. It broke open almost immediately. It took almost a year in great pain to convince another surgeon the hernia had reoccurred. The cts were just showing a bulge. He went back in labors optic and meshed under the muscle. Once again the pain never subsided. One more year passed. Hesitantly I returned to the same surgeon complaining the hernia is back. I had lost 20 lbs because I could only eat very small amounts of food or bloat putting pressure on the hernia. I wouldn't have anything to do with me. I went to another surgeon he meshed over the muscle now worse off then ever. Going for my 4th surgery. Chronic for 7 yrs now.